Event description:
It was reported that during the implant procedure, the setscrew was no position properly which resulted in out of range impedance. Fluoroscopy showed that the lead pin was not past the setscrew. After re-inserting the lead properly, the device measured normal impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.